Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 12-mar-2019, UDI#: (B)(4). Codes apply to the lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that around (B)(6) 2020, the patient noticed that the wires on the back of their neck were coming out. The physician told the patient they would take it out and not replace it. It was noted that despite the wires coming out, the system was still working. No symptoms were reported. The patient was redirected back to their doctor to further discuss the issue.